Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The monitor was found to have both response button switches that would stick intermittently. The root cause of the stuck switches is currently under investigation and has not been determined up to this date. The response buttons were repaired and the monitor was retested and restocked. No adverse event resulted from the faulty response buttons.

Event description:
A review of service data detected a reportable event. During servicing of monitor, which was returned for routine maintenance, it was discovered that monitor had both response buttons that would stick. The last patient to use this monitor did not report any problems with it.